Event description:
It was reported the procedure was being performed in the nephrology department. During insertion the physician found the tip of the dilator was deformed and not smooth. As a result.

Manufacturer narrative:
(B)(4).